Event description:
Product use error: pt reports that with their last hizentra 20% pfs (4gm total) infusion, the medication would not prime. Pt reports that they tried using a different needle set and tubing but had the same issue. Pt states hizentra was eventually infused. No missed dose or adverse event reported. Unknown if product is available for return. Needle set and tubing lot numbers unknown. Pt was advised to let the pharmacy know if they have the same issue with the new needle set and tubing. No further info, details, or dates available. Hizentra dosing and frequency: infuse 8gm (40ml) subcutaneously every week. Max infusion rate up to 15-25ml per hr per injection site or as instructed by prescriber. Hizentra indication: common variable immunodeficiency, unspecified. Pt code: 4582. Device code: 1492. Ref report: mw5181921.